Event description:
Pacemaker dependent woman who suffered a syncopal event with facial and arm injury requiring three days hospitalization when her pacemaker failed to pace due to detecting noise on the rv sensing channel. She has a boston scientific valitude crt-p with a medtronic 5076 rv lead and a quadripolar boston lv lead. Her device sensed noise (20 hz) and inhibited pacing resulting in syncope. The inhibition of pacing occurred twice that we detected. Boston's explanation from their tech support team says this is "minute ventilation chop" related to an "unstable electrical current" in the spring loaded header and its ability to contact the rv ring electrode through which the current for minute ventilation rate smoothing is delivered.